Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed. The root cause was undetermined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the ruptured failure mode is in progress through (B)(4).

Event description:
Baxter (B)(4) received a report that one (1) infusor device ruptured during patient use. The device was filled with 5-fluorouracil. No patient injury was reported. No medical intervention. No additional information will be provided.